Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8840, product type: programmer, physician.

Event description:
Information was received from a consumer regarding a patient¿s implantable infusion pump for non-malignant pain, peripheral neuropathy, and other non-malignant pain. It was reported on (B)(6) 2016 that in about 2013 or 2014 that after the pump battery died due to normal battery depletion the patient went through withdrawals. The patient was being medicated through the pump with morphine and dilaudid (unknown dose, unknown concentration). It was noted that the patient ended up in the emergency room multiple times. The patient¿s status was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.